Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of heparin at a rate of 18ml/hr. No further programming parameters were provided. It was reported that when the control knob was turned to run to start the delivery, the device displayed a rate of 180ml/hr, instead of 18ml/hr. At this time, the delivery was stopped. There were no reported adverse pt effects. No medical intervention was required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).